Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient's right atrial lead exhibited episodes of oversensing noise. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable before, during, and after the event.

Event description:
New information noted that the noise was reproducible with isometrics.